Manufacturer narrative:
The tech found the CPR valve was stuck. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head section won't go down using the CPR lever but it will lower using the siderail controls.